Event description:
Pump experienced a past cartridge change error, but there was no adverse impact to the customer's blood glucose level. Cts provided instructions for the customer to inspect and clean various pump components, including the cartridge o-ring and pneumatic tap area. Despite initial difficulty, the caller successfully loaded a new cartridge with assistance from cts, allowing them to resume insulin delivery.